Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus balloon was explanted and a new 71 - 80cm aus balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient experienced insufficient pressure resulting in recurring incontinence.

Manufacturer narrative:
Event description: it was further reported that the patient experienced insufficient pressure resulting in recurring incontinence, patient code.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus balloon was explanted and a new 71 - 80cm aus balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.